Event description:
During a follow-up, the lead vector was reprogrammed. After reprogramming low pacing impedance on the left ventricular (rv) lead was noted. During the revision procedure, the helix was unable to be retracted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed punctures in the lead insulation and the helix was retracted and clogged with blood/tissue consistent with procedural damage. X-ray examination revealed that the inner coil was over torqued also consistent with procedural damage. After cleaning, the helix could be extended and retracted from the inner coil. The reported event of inadequate capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No other anomalies were noted. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.